Event description:
The patient was unable to adjust stimulation after being implanted. The "call your doctor" icon displayed. A power on reset (por) occurred which was caused by the physician using electrocautery after the device had been programmed with everything. The por was going to be cleared later today. It was confirmed that the ins was turned back on and the patient felt fluttering. She was doing well.

Manufacturer narrative:
(B)(4).